Event description:
It was reported that during a procedure, the screw of the twinfix ultra broke. The procedure was completed using a back up device in the same bone hole with a non-significant surgical delay. All the pieces were removed from the patient using tweezers. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). A1: patient identifier must be in blank, there is confirmation a patient was involved but there is no patient specific information.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device is not in its original packaging. The insertion device, fractured anchor and suture material were returned with debris on them. The anchor is fractured at the suture window into 2 separate pieces held together with the suture material. The distal end of the insertion device is deformed with one prong completely fractured away. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time. A1: patient identifier must be in blank, there is confirmation a patient was involved but there is no patient specific information.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a procedure, the screw of the twinfix ultra broke. The procedure was completed using a back up device with a non-significant surgical delay. All the pieces were removed from the patient and no further complications were reported.